Manufacturer narrative:
Our distributor installed a new spare part, an expiratory channel printed-circuit board (pcb) in the ventilator. The pcb failed the first pre-use checks tests due to the safety valve opening and closing all the time. The expiratory channel pcb contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pcb was not returned for investigation but, the device logs were saved and sent for further evaluation. Evaluation of the received device logs showed that the pre-use checks tests failed during a sub-test due to the correct pressure not being reached during the test, most probably due to leakage. Though the failed pre-use checks tests occurred, the ventilation was started, and after 15 seconds in ventilation a technical error code indicating a problem with the safety valve was generated. A failure leading to the observed technical error codes will lead to a stoppage in ventilation and the user is notified by the generated high priority alarm. If the fault is present, it will be detected during the pre-use checks tests. In this case it was detected during installation. The root cause of the reported failure has not been able to be determined, since the pcb was not returned for investigation.

Event description:
(B)(4).

Event description:
It was reported that a new expiratory channel printed-circuit board (pcb) did not pass the safety valve sub-test during the pre-use checks. There was no patient involvement. Manufacturer reference # (B)(4).